Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Manufacturer narrative:
Device evaluation: device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "starting to deflate". Later healthcare professional reported "deflation". This report is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.